Event description:
It was reported by the customer that during an open low anterior resection procedure, the device fired as intended however the staples did not close. Hand sewing was used to complete the procedure. The procedure was prolonged. The post op care of the patient was not changed due to the prolonged surgery. The device was discarded.

Manufacturer narrative:
(B)(4). Additional comments: what device was used for the proximal and distal transection? Asku. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Asku. Was the spike of the trocar inserted lateral or through the staple line? Unknown. What confirmation did the surgeon receive that the anvil was firmly attached? Unknown. When the device was fired, where was the indicator within the green zone/gap setting scale? Unknown. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. How did you confirm the device was fully fired? Unknown. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? Unknown. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Complete beautiful donuts what is the patient's age and sex? Asku. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.